Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: seven photos were provided; the first picture shows an qr monitor, in the monitor tissue can be appreciate with several staples on it, the staples were noted to have not the proper b-formed shape. The second and third pictures show several staples on a white area. The staples were noted to have not the proper b-formed shape. From the fourth picture to the seventh, tissue can be appreciate with several staples on it, some of the staples were noted to have not the proper b-formed shape. Based on the photos the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? R/ no yet. Is the patient¿s current status known? R/ yes, the patient is good. When you discovered the staples after firing the device did the staple lines appear interrupted or missing staples? R/ we saw the staple lines interrupted. Was buttressing material used for the stapling? R/ no. If so, which product? Was there any difficulty closing the device on to the tissue prior to firing?

Event description:
It was reported that in the third shot the stapler only cut, there was no staple formation. It was necessary to make a new shot and again it failed. The stapler was changed to correct the stapling line, and with the new stapler the correct staple formation was made. Procedure sleeve gastrectomy.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/30/2018. Batch # p58h54. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.